Manufacturer narrative:
On 28-oct-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and the tip appeared to have a fracture or imperfection. It was reported that when coming on ablation the ngen generator immediately stopped and an error stating: "inadequate current" flashed (code unknown). They reseated the grounding patches without resolution. When the catheter was removed from the patient the tip appeared to have a "fracture or imperfections." The catheter was exchanged to resolve the issue and continue the case successfully. No wires were exposed. There did not appear any lifted or sharp rings. The physician and scrub tech stated there was no resistance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and the tip appeared to have a fracture or imperfection. It was reported that when coming on ablation the ngen generator immediately stopped and an error stating: "inadequate current" flashed (code unknown). They reseated the grounding patches without resolution. When the catheter was removed from the patient the tip appeared to have a "fracture or imperfections." The catheter was exchanged to resolve the issue and continue the case successfully. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection of the returned device was performed following j&j procedures. Visual analysis revealed that the tip was observed bent, and reddish material was observed inside it pebax. Then, a microscopic examination of the pebax was performed and a hole was observed on pebax's surface. The hole on the pebax's surface could be the cause of the blood inside the pebax; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The damage on the tip and the hole on pebax's surface could be relate to the broken tip issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the pebax damage and the bent condition could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. Also, to verify compatibility between the sheath and the catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).